Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the rep saw a 'device not supported' screen on their physician programmer (8840) when they tried to interrogate the ins. Technical services suggested that the rep put the 8840 antenna just on the bottom edge of the ins to try and connect with it. The rep was not able to connect with the ins and thought it might not be charged. The rep was going to get his recharger and patient programmer to try and connect with the ins. It was reported that the issue was due to the patient having both an interstim device, and the devices were too close to one another. The 8840 was unable to get a reading on the neuromodulation device due to proximity. The rep was able to eventually read the neuromodulation device, with the 8840, by moving the pocket for both devices away from each other. The patient was having an issue with the interstim device, so that rep was contacted. No further complications were reported or anticipated.